Event description:
It was reported that the pump battery could not be charged resulting in pump shutdown. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to charge the pump with alternate charging supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.